Manufacturer narrative:
There was a relationship found between the returned instrument and the reported incident. Visual inspection shows an instrument with a detached t handle respective a loose rod. No manufacturing anomalies could be identified on the returned instrument. The returned instrument is a single used device and could not be functional tested. The complaint was verified and the root cause could not be determined due to a mechanical component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure, t-handle from magnum punch broke inside the patient. The surgeon was holding the instrument when it broke so it was removed by hand. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.